Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient and his wife noticed that the cgm reading was 43 mg/dl. They didn't check with a finger stick to compare the readings and just let it be for a while. Then, the patient started feeling cold and his vision blurred. His wife treated him with him honey and protein juice and fed him to try to raise his blood glucose levels, but it remained low. They decided to go to the hospital. Upon arriving at the hospital, they took a bg reading, but the patient´s wife didn't know what the readings were on the dexcom or the results of the finger stick. She couldn't provide information about the medications given to the patient. While they were at the hospital, the patient was still wearing the sensor, but his wife couldn't provide the readings or the results of the finger stick. They stayed at the hospital for two days and one night. The patient was discharged on (B)(6) 2025. Before leaving the hospital, bg reading was 232 mg/dl, and the cgm reading was 265 mg/dl. They decided to go home because the patient was doing okay. They decided to do finger stick checks at home. Upon arriving home on (B)(6) 2025, bg reading was 218 mg/dl, and the cgm reading was 277 mg/dl. They removed the sensor. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - alteration in body temperature.